Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the information provided, as the lot numbers required to review the device history records were not provided. The investigation could not draw any conclusion about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the products and/or any additional information be received, the investigation will be reopened.

Event description:
Patient was revised due to loosening of the cup; polywear was found.